Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the posterior side assessed, as unidentified (tear) opening (shell thickness was within specification). Additional observations: yellow particle observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, "rupture of left implant. Was detected, during ultrasound examination". Device has been explanted and replaced with non allergan device.

Event description:
Healthcare professional reported "rupture of left implant was detected during ultrasound examination". Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.